Event description:
Patient spontaneously reported that pump was dropped in water and needs replacement; sn (B)(4). Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did this reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.